Manufacturer narrative:
The device was evaluated by the returns department which found that the sieve bed is saturated, the 4-way valve is stuck, and the manifold is defective. No error codes was not confirmed.

Event description:
Dealer states unit has low o2, no error codes.

Event description:
Dealer states, unit has low o2, no error codes.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.